Manufacturer narrative:
Device was evaluated. Defect was not confirmed. The knot pusher proximal end was inspected under high magnification and no sharp edge was noted. The device was tested using test fixtures with two strands of braided sutures and fault could not be duplicated. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder stabilization procedure using elite premium knot manipulator the distal end of the knot pusher cut the suture. One of the sutures provided fixation. The suture that was cut was removed. This happened with two osteoraptor anchors. Anchors provided fixation. There was a procedural delay of 2 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.